Manufacturer narrative:
Tw ID#: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that they followed sterilization instructions that came with hemopro2 extension cable and the cord melted. No replacement needed, there was no procedure.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 11/30/2023. An investigation was conducted on (B)(6) 2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed on the device. Both collars were observed to be intact with no visual defects observed. The black outer silicone insulation of the cord was observed to be cut in several areas on the cord, exposing the white inner teflon. The cut pieces of cord were not returned for evaluation. The white teflon was observed to be misshapen, however teflon is malleable and no signs of melting were observed. Based on the returned condition of the device and investigation results, the reported failure "melted" was not confirmed, however the analyzed failure "break; cord" was confirmed. The reported device is an OEM device, therefore, a lot history review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
N/a.